Event description:
It was reported to philips that the image processing computer was unable to boot up which was preventing x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another system. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to produce x-rays. Upon troubleshooting, the fse found that the ippc failed to start up, and fse indicated that the ippc software was defective. To resolve the issue, the fse reloaded the system software and verified the system operation, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.